Event description:
It was reported that the patient had undergone an ablation procedure. The auto-setup was run after the procedure. A half-hour later, the patient received an inappropriate shock. The auto-setup was run and the sensing vector was reprogrammed. Lter, it was reported that the patient had another inappropriate shock due to oversensing via changes in intrinsic morphology. Technical services discussed the electrograms along with some programming options. There were no additional adverse patient effects. The system remains implanted.